Manufacturer narrative:
The device was returned to olympus for evaluation, and it was uncovered that there was foreign material found outside of the nozzle, likely due to insufficient reprocessing of the scope. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and from the information obtained, the reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU warns about inappropriate reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
Correction of the initial medwatch. The customer reported to olympus, a loaner asset evis exera iii colonovideoscope tested positive for microbial contamination. The culture test results from the third-party labs provided by the user are shown below. Sampling date: (B)(6) 2024 sampling from: suction channel (cultivated after water feeding) cfu: 280 cfu/100ml bacterial identification: molds sampling date: (B)(6) 2024 sampling from: biopsy channel (cultivated after water feeding) cfu: 30 cfu/100ml bacterial identification: molds sampling date: (B)(6) 2024 sampling from: auxiliary water channel (cultivated after water feeding) cfu: 10 cfu/100ml bacterial identification: molds sampling date: (B)(6) 2024 sampling from: suction channel (swabbed and cultivated) cfu: 10 cfu/100ml bacterial identification: molds the issue was discovered upon device receipt inspection after reprocessing and after a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related complaints: (B)(6) cf-h190l, evis exera lll colonovideoscope, serial number (B)(6). (B)(6) gif-1th190, evis exera iii gastrointestinal videoscope, serial number (B)(6).

Event description:
The customer reported to olympus, a loaner asset evis exera iii colonovideoscope tested positive for microbial contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 28 colony forming units (cfus) of unspecified mold. During the second sampling, the scope tested positive for 3 cfus of unspecified mold. During the third sampling, the scope tested positive for 1 cfus of unspecified mold. The issue was discovered upon device receipt inspection after reprocessing and after a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.